Event description:
On (B) (6) 2010, the surgeon was performing fusion surgery for a female pt with a history of spondylolisthesis. As the surgeon was placing a sequoia closure top in the construct it was damaged by the sequoia closure top starter. The closure top was removed and replaced. There was a less than 15 min surgical delay and no overall harm to the pt.

Manufacturer narrative:
Evaluation is pending upon completed investigation of the product.